Event description:
As reported, a ventrio st mesh with a labeled expiration date of 28-mar-2026 was implanted in the patient on (B)(6) 2026, which was beyond its labeled expiration date. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue.

Manufacturer narrative:
As reported, a ventrio st mesh was implanted beyond its labeled expiration date. The labeling of this product includes the expiration date and is found on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 197 units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.